Manufacturer narrative:
(B)(4). No complaint sample returned by the customer; however, the customer provided a photo of an endurance catheter device handle next to a detached needle cannula and a photo of a kit lidstock. A device history record review was performed and no relevant findings were identified. The reported complaint of a detached needle cannula was confirmed based upon visual examination of the photos received. However, the actual device was not returned for evaluation. A device history record review was performed, and no relevant findings were. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: clinician attempted to access left cephalic. Guidewire was inserted in patient perfectly and then when the user went to deploy the catheter the needle separated from the insertion device. The user was able to get access with another endurance in right basilic afterward.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: clinician attempted to access left cephalic. Guidewire was inserted in patient perfectly and then when the user went to deploy the catheter, the needle separated from the insertion device. The user was able to get access with another endurance in right basilic afterward.